Manufacturer narrative:
H3. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. H3 other text: see h.10.

Event description:
It was reported that the bd vacutainer® edta 2k cap came out. The following information was provided by the initial reporter: according to the customer's report, only the cap was detached after blood collection.

Manufacturer narrative:
D9: device available for evaluation: no. H.6. Investigation summary: material #: [367846]; lot/batch #: [2227112]. Bd had not received samples, but [10] photos were provided for investigation. Visual examination of the photos was performed and revealed improper assembly. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that the bd vacutainer® edta 2k cap came out. The following information was provided by the initial reporter: according to the customer's report, only the cap was detached after blood collection.